Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an abnormal battery longevity was observed due to a diagnostic anomaly. Abbott technical support was contacted and the event will be resolved on its own with no further intervention. The patient was in stable condition.